Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the set be returned for evaluation.

Event description:
Customer reported an avastin chemotherapy leak. The leak was noticed near the end infusion at the tubing and male luer connection. The customer reported the patient received most of the dose and did not require a re-dose. There was no patient harm or medical intervention. The customer stated that no further patient/event information is available.